Manufacturer narrative:
Philips received a complaint on the intrepid defibrillator indicating that the connection where the pads cable is connected to has broken. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy receptacle. The reported problem was confirmed. A quote was provided to the customer for repair. But the customer did not respond, and the quote expired. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Event description:
It was reported to philips that the pads cable connector has broken off. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the connection where the pads cable is connected to has broken. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy receptacle. The reported problem was confirmed. A quote was provided to the customer for repair. But the customer did not respond, and the quote expired. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that connection where the pads cable is connected to has broken off. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy receptacle. The reported problem was confirmed. Based on the information available, a quote is provided to customer. But customer did not respond, quote is expired. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer did not respond, quote is expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.